Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and an unwanted pacing issue occurred. The spike at the channel 1-2 occurred when pacing was conducted from the channel 5-6 via the ref/deca port. It was reported that the pacing problems were not duplicated. The signal noise occurred on all electrocardiogram (ECG) channels. All three ECG cards were replaced, and the signal noise was solved. Functional test and electronic safety tests passed. The system is operational. The three replaced ECG cards were sent to device manufacturer for investigation. The customer complaint was confirmed. On the one of the ECG cards was found faulty optical-switch that caused reported pacing and noise issues. The faulty element was replaced and the card returned to correct functioning. The two other ECG cards were tested and found operational. The ECG issue is related to an internal corrective action 'opto switches and tvs failures'. The device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a carto 3 system and an unwanted pacing issue occurred. The spike at the channel 1-2 occurred when pacing was conducted from the channel 5-6 via the ref/deca port. The procedure was pursued as-is though having trouble. The procedure was successfully completed without patient consequence. This event is being conservatively assessed as an MDR reportable incidence of unwanted pacing which could potentially harm the patient. The information provided indicates that an additional unwanted pacing signal or spike was observed on channels 1-2 when the pacing was routed to channel 5-6 of the catheter connected to the ref/deca port. It was also reported there was a non-MDR reportable abnormal noise from the coolflow pump during the same procedure.